Event description:
On (B)(6) 2012, customer reported that their access 2i (synchron lxi 725) instrument had some occurrences of non-reproducible false positive accutni results. Customer did not provide the number of affected results. Customer stated that a proactive procedure had been implemented to verify unexpected results prior to reporting result outside the laboratory, which prevented potential risk to patient safety. The laboratory procedure is summarized as follows: results of 0.5 and higher will be repeated. Customer was unsure of the occurrence rate but stated that it happens from time to time. Customer believed that it is due to fibrin in the sample. Customer did not provide information indicating an increase in occurrence or an instrument malfunction. Customer also did not provide specific information. No quality control data or other system information was supplied. There was no death or injury to patient or change to treatment attributed or connected with this event. Service was not dispatched for this event.

Manufacturer narrative:
No reproducible occurrence.